Manufacturer narrative:
According to the journal article, "custom-tailored valve conduit for complex aortic root disease", the destruction of the aortic annulus was due to the remote application of bioglue during aortic root replacement in two patients. As such, an investigation was conducted and cryolife's findings are described below. Correspondence between the author of the article and cryolife was conducted. The two patients underwent previous procedures where bioglue was used to control bleeding between the graft and the aortic annulus in a root replacement procedure. The author stated that the journal article " has nothing to do with cryolife" and that he " has never used bioglue". With the available info, no conclusion regarding the exact cause of the event can be drawn at this time. However, it appears that the surgeon removed the tissue where bioglue was previously applied to allow for the placement of a new graft and not due to bioglue destroying the aortic annulus.

Event description:
According to the journal article, "custom-tailored valve conduit for complex aortic root disease", the destruction of the aortic was due to the remote application of bioglue during aortic root replacement in two patients.